Event description:
On (B)(6) 2006, the patient was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2006, a type ii endoleak between the lumbar artery and the inferior mesenteric artery was identified, but the maximum diameter of the aneurysm sac reportedly remained unchanged. The physician chose to wait and monitor the patient. On (B)(6) 2006, a follow-up CT scan again identified a type ii endoleak with no change in the aneurysm size. On (B)(6) 2010, follow-up imaging identified a type ii endoleak from several lumbar arteries, and aneurysm enlargement to 6.2 cm in diameter compared to 4.9 cm on (B)(6) 2006. The physician does not plan to treat the type ii endoleak with aneurysm enlargement, as the patient is under hospice care for advanced metastatic renal cell cancer.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional devices implanted and involved in this event: (B)(4).